Event description:
During surgery, surgeon placed the endoscopic dissector instrument into a 5mm trocar. Proceeded to use it to dissect tissue. Surgeon was about to roticulate yellow tip but was unable to. The distal yellow tip appeared to be coated. Rep from ethicon was in operating room at the time. The instrument was removed from the 5mm trocar. The pt was not injured in any way. The surgeon was given another endoscopic dissector to continue with the procedure. Dates of use: (B)(6) 2010 -- (B)(6) 2010.